Event description:
Customer reported device base connectors are melted. Device is cleaned with an alcohol wipe or cloth. No treatment was received. A request was made for return product and replacement product was sent.